Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Aneurysm and vessel morphology were not reported. The external iliac arteries were very tortuous and narrow, with a diameter as small as 1 mm. No complications were reported since the time of implant. It was reported that on an unknown date the patient presented with leg pain during follow-up. An exam revealed slight occlusion in the left leg. The patient will be monitored. The physician stated that the tortuous and narrow external iliac artery is the likely cause of the occlusion. Review of single returned pre-implant image was inconclusive; the iliac anatomy could not be confirmed due to the poor resolution of the single image. Post-implant films were not provided.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (vessel occlusion); patient's condition affected effectiveness of device (small in diameter external iliac arteries); unapproved use of device (treatment of a patient with very small external iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (small in diameter external iliac arteries); operational context contributed to event (treatment of a patient with very small external iliac arteries).